Event description:
It was reported that the patient had the PICC since (B)(6) 2024 in vena basilica, it was placed without problems and had earlier been used without problems. On (B)(6) 2024 the wards could not fluid in it or withdrawing - so they removed it. Then they saw a kink in the catheter and a hole in it (near by 30 mm) the catheter is also discolored at a large part of the catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had the PICC since (B)(6) 2024 in vena basilica, it was placed without problems and had earlier been used without problems. On 9 of august the wards could not fluid in it or withdrawing; so they removed it. Then they saw a kink in the catheter and a hole in it (near by 30 mm) the catheter is also discolored at a large part of the catheter. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: PICC placed (B)(6) 2024 and removed (B)(6) 2024. Total catheter length 38cm, inserted to basilic vein, exit marking 0cm, locked with isot nacl and secured with statlock, j-loop back up the patient¿s arm. PICC used for oncology (panitumumab in combination with irinotecan, calciumfonait og fluoraracil). PICC was used for CT scans, no known occlusions. No leakage observed, but when the catheter was removed, the tearing appeared that was internal to patient at 30cm marking. No leakage, only problems when administering medication and aspirate. Infusion pump alarms and clotting resulted in removal of the catheter. Patient was in the hospital when issue was noticed. Patient was able to take PICC home, unknown if maintenance was performed outside of the hospital. Unknown if there are xray images for this event. Catheter site cleaned with wipe 140x190 mm (82% ethanol , 0,5% chlorhexidine). Unknown if patient participated in physical activities outside of the hospital.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hole in the catheter was confirmed and determined to be use related. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. However, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. The returned product sample was evaluated and a split was observed in the catheter tubing between the 20 cm and 21 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A measurement for the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the patient had the PICC since (B)(6) of (B)(6) 2024 in vena basilica, it was placed without problems and had earlier been used without problems. On 9 of august the wards could not fluid in it or withdrawing - so they removed it. Then they saw a kink in the catheter and a hole in it (near by 30 mm) the catheter is also discolored at a large part of the catheter. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: PICC placed (B)(6) 2024 and removed (B)(6) 2024. Total catheter length 38cm, inserted to basilic vein, exit marking 0cm, locked with isot nacl and secured with statlock, j-loop back up the patient¿s arm. PICC used for oncology (panitumumab in combination with irinotecan, calciumfonait og fluoraracil). PICC was used for CT scans, no known occlusions. No leakage observed, but when the catheter was removed, the tearing appeared that was internal to patient at 30cm marking. No leakage, only problems when administering medication and aspirate. Infusion pump alarms and clotting resulted in removal of the catheter. Patient was in the hospital when issue was noticed. Patient was able to take PICC home, unknown if maintenance was performed outside of the hospital. Unknown if there are xray images for this event. Catheter site cleaned with wipe 140x190 mm (82% ethanol , 0,5% chlorhexidine). Unknown if patient participated in physical activities outside of the hospital.

Event description:
It was reported that the patient had the PICC since (B)(6) 2024 in vena basilica, it was placed without problems and had earlier been used without problems. On 9 of august the wards could not fluid in it or withdrawing - so they removed it. Then they saw a kink in the catheter and a hole in it (near by 30 mm) the catheter is also discolored at a large part of the catheter. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: PICC placed (B)(6) 2024 and removed (B)(6) 2024. Total catheter length 38cm, inserted to basilic vein, exit marking 0cm, locked with isot nacl and secured with statlock, j-loop back up the patient¿s arm. PICC used for oncology (panitumumab in combination with irinotecan, calciumfonait og fluoraracil). PICC was used for CT scans, no known occlusions. No leakage observed, but when the catheter was removed, the tearing appeared that was internal to patient at 30cm marking. No leakage, only problems when administering medication and aspirate. Infusion pump alarms and clotting resulted in removal of the catheter. Patient was in the hospital when issue was noticed. Patient was able to take PICC home, unknown if maintenance was performed outside of the hospital. Unknown if there are xray images for this event. Catheter site cleaned with wipe 140x190 mm (82% ethanol, 0,5% chlorhexidine). Unknown if patient participated in physical activities outside of the hospital.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hole in the catheter was confirmed and determined to be use related. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing between the 20 cm and 21 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A measurement for the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.